Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that the patient underwent oblique lumbar interbody fusion with screws at l4 to s1 levels sue to degenerative disc disease. Intra-op, set screw driver worked for first set screw but could not hold set screw when another was loaded. Another driver was used for the procedure. Also, it was found that tip of the product broke. No patient complications were reported. The product came in contact with patient.

Manufacturer narrative:
Product analysis: visual and microscopic examination identified one of the tabs at the tip of the driver has broken off, rendering the compressor unable to retain a set screw the location of the failure and the age of the product are consistent with anticipated wear. If information is provided in the future, a supplemental report will be issued.